Event description:
Corneal abrasion occurred during posterior vitrectomy. Encountered problem with system during operation, would not cut in eye. Replaced cutter twice; re-inserted cassette then replaced cassette. No improvement noted.